Event description:
Initially this event was reported as a reportable malfunction, upon further review it was determined that this event was actually a not reportable malfunction that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. No data was provided for evaluation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.